Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that even after the gantry door was closed, the system I indicates the gantry door is open. This issue was noted outside of a procedure, and there was no patient involvement.